Manufacturer narrative:
The system was examined and the reported event was replicated. A system message (sm) also appeared indicating the lamp required replacement. The lamp was replaced and the loose diathermy port, was tightened to address the issues. The system was tested and found to meet product specifications. The system was manufactured on may 5, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported illumination issue can be attributed to a nonconforming lamp. However, how or when the lamp became nonconforming cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the set up of a vitrectomy procedure the light source was low in the bottom two ports and the bi-polar plug was loose. There was no patient involvement. The surgery was initiated and completed using alternate top ports.